Event description:
It was reported that when the ventilator was powered on, there was no sign of air coming from the ventilator with an audible alarm sounding. The reported problem occurred during testing and was not connected to the pt.

Manufacturer narrative:
Na